Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead exhibited non-capture and the physician was "unable to screw helix." A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician was unable to retract the lead helix.